Event description:
On (B)(6) 2025, it was reported that the night prior, a beta bionics ilet user experienced hyperglycemia with a peak blood glucose value of 300 mg/dl after announcing a meal on their first day of pump use. The ilet delivered corrective insulin doses, and glucose values returned to range. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.